Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited a no cassette attached alarm error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a bubbled seal. Functional testing was unable to test for "cassette not attached not attached error" issue due to device alarming air in line detected message when attached cassette and run. Multiple cassette damage alarm messages were found in the event history logs. Recommended downstream sensor and air detector to be replaced. The root cause of the issue could not be determined. This issue is being monitored via an internal ncr and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other, other text: b5: additional information received on 26-oct-2022 via email: the customer reached out wanting to know why the pump was sent back unrepaired and without prior notification. B5: additional information received on 02-oct-2022 via email: no patient involvement, event occurred during preventive maintenance. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated.